Event description:
Ous - balloon ruptured at 18 atm during procedure and the device fractured during withdrawal.

Manufacturer narrative:
It was intended to treat a lesion (B)(6) stenosis degree) in a moderately tortuous part of the medial lad. The device was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. On the provided angiographic pictures several views of the left and right coronary arteries including the target lesion in the proximal-medial lad are visible. The actual burst of the complaint instrument is visible and the balloon is clearly constricted in its centre before it bursts. The actual device fracture was not recorded, but the locations of the fragments of the complaint instrument are shown. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is s tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing related root cause was determined. The reported balloon rupture is most likely related to the patient anatomy. The fracture of the device is most likely a consequence of a tensile overload during withdrawal.